Event description:
Healthcare professional reported they injected a 0.05ml aliquot of juvéderm® volift® with lidocaine into the upper lip "which immediately swelled dramatically. Suspecting a vo, they checked capillary refill which was somewhat sluggish. They administered hyaluronidase until capillary refill returned to normal. Patient was not in ongoing physical discomfort when they left clinic." It was noted to be a "suspected vascular occlusion of superior labial artery."

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.